Manufacturer narrative:
Analysis of the lead (B)(4) resulted in no anomalies.

Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID: 977c165, lot# va18wxh015, product type: lead. Product ID: neu_siliconeanchor, product type: accessory. Product ID: neu_siliconeanchor, product type: accessory. Apply to the lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that during intra-operation, impedances were fine. They did a final check before closing and all were fine. They retested impedances in post anesthesia care unit (pacu) and all contacts showed out of range (oor). It was retested up to 19 times and the results did vary on which contacts had the out of range. They suspected the paddle lead and a new lead was used and was fine in the operating room and pacu. The patient recovered without sequela and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.